Event description:
Edwards received information that this pericardial 23mm aortic valve, implanted two (2) years and nine (9) months, was explanted due to unknown reasons. A 23mm aortic valve was implanted in its place. Attempts to obtain additional or device have been unsuccesful.

Manufacturer narrative:
Attempts to obtain additional information and device have been unsuccessful. Without additional information or device, the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.